Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-58 user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI# (B)(4). Manufacturer contacted customer on (B)(6) 2017 in a follow-up call in order to ensure the customer's condition since the initial call; customer condition improved. No symptoms or medical attention reported since the original call. Customer satisfied with the replacement product.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with the results obtained of over 200 mg/dl reported two months ago. The expected fasting blood glucose test result range is 125-134 mg/dl. The customer feels well and did not report any symptoms at the time of the call but felt dick to his stomach two months ago. Medical attention is reported as a result of the actual blood glucose results and reported symptoms.. The product is stored by customer according to specification. During the call on (B)(6) 2017, a blood test was performed by the customer fasting and produced test results of 165 mg/dl using true metrix meter. The test strip lot manufacturer's expiration date is 08/27/2018 and open vial date is approximately one month ago. The meter memory was reviewed for previous test result history: (B)(6). Memory concerns: customer is not concerned with any of these results. Customer calling states that the meter is giving e- 2 errors, the meter is not working correctly. Customer then states that about a month or two months ago he run a blood test and got a results of over 200 mg/dl, he was feeling sick in the stomach so he went to the hospital. Customer got the hospital and an hour later his results was 629 mg/dl. Customer is not sure of the exact date that he went to the hospital and he is not sure if results were fasting results or non- fasting before or after when he went to the hospital. The meter was giving the wrong results. Customer states that he stay in the hospital for a week. Customer is not sure what they gave him in the hospital to bring his glucose sugar down. Customer states that he was diagnose with high blood sugar. The hospital gave him a new medication humalog but it was dropping his sugar too low. Customer states that his doctor put him back on novolog and lantus. Customer states that has not happen anymore, the meter have not giving him low results anymore, now he is getting a lot of e-2 errors on the meter. Per the hospital if his results go over 150 mg/dl to take a shot of 10 units of novolog. Customer states that they kept him in the hospital because of his diabetes, but 2 weeks later they removed his gallbladder because he kept having issues with his stomach. After troubleshooting during the call on (B)(6) 2017 customer was able to obtain a result of 165 mg/dl fasting.